Manufacturer narrative:
Hematuria: the cause of the injury was not determined due to insufficient clinical details. Asae/ hematoma/ minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted percutaneously via the right femoral artery in a 67-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The society for cardiovascular angiography and interventions (scai) shock stage was not reported. The procedure was performed independently in the cardiac catheterization laboratory. During impella cp support, the patient was noted to have hematuria, and an echocardiogram was pending to reassess device position. A hematoma developed at the right femoral access site, which became apparent during the exchange of the peel-away sheath for the repositioning sheath. A femstop compression device was applied. The hematoma was monitored and did not progress further. The reported access-site bleeding and hematoma with stabilization are consistent with known complications associated with large-bore femoral arterial access and the anticoagulation requirements of impella support. The reported hematuria is consistent with known clinical findings during mechanical circulatory support and may be influenced by patient-specific hemodynamic and anticoagulation factors. The patient survived to impella cp explant.